Event description:
Additional information received reported that there were no plans to revise the lead at the time because the patient was getting therapy. It was noted that the pouch issue was found while changing out the ins. The manufacturer representative did not believe that the lead was damaged while trying to dissect the mesh pouch but thought that it was possible. It was noted that there were no malfunctions.

Event description:
It was reported the patient had a mesh pouch due to a pocket issue where neurostimulator (ins) had moved. It was added that the mesh pouch was implanted shortly after the 2011 ins replacement. It was noted that the company representative reported that the health care provider (hcp) had to dissect down to remove the mesh and they were unsure if they had damaged the lead during that time. It was added that previous coiling was reviewed but company representative was unsure if twisting of lead had occurred. It was added that patient was getting benefit however the next ins if not sooner lead should be changed. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3550-29, lot# n284592, implanted: (B)(6) 2011. Product type: accessory: product ID 37742, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3778-60, serial# v082201033, implanted: 2008-04-18 explanted: product type lead product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead. (B)(4).